Event description:
Device report from synthes reports an event in south korea as follows: it was reported that on (B)(6), 2022, when the product was cut, the titanium and polyethylene parts were separated. A different product was used to complete the procedure. There was a 3-minute delay related to this event. No fragments were generated. No further information is available. This report involves one synpor ti reinforced fan plate 0.8mm thick-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: ftm, ftl. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Lot # provided is not a valid lot number for this device. Therefore; the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.